Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms during basla delivery. The cusotmer removed an dreinstalled the cartridge. Insulin delivery was resumed. There was no impact to he cusotmer's blood glucose level.